Manufacturer narrative:
(B)(4). D10: cat# 00489405415. Lot# 64267363. Trabecular metal acetabular augment. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2024 - 00089. 0002648920 - 2024 - 00010. 0002648920 - 2024 - 00011. 0002648920 - 2024 - 00013. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision approximately three years post implantation due to a loose cup. During the revision surgery, it was noted that the augment was well fixed and the stem was stable. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. It was also noted the surgeon shaved the well fixed augment to get the new cup to fit within the acetabulum. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.